Event description:
Reportedly, during pt use, the gasket on the intake gas port connection fell off. Upon replacing the gasket, this issue was resolved. The pt was reported to have saturated. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.